Event description:
It was reported that the pain experienced pain at the pocket site of the implantable neurostimulator (ins). A surgical procedure was scheduled for (B)(6) 2015 to revise the pocket for comfort. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ no further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v963080, implanted: (B)(6) 2012, product type lead. (B)(4).